Event description:
During an implantation attempt, the lead was used but failure to sense was observed with the lead. The lead was able to pace. The lead was not implanted and a new one was used.

Manufacturer narrative:
Review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. As the suspected lead was not returned, it is impossible to conclusively confirm/identify the issue reported. Based on available information, it should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
During an implantation attempt, the lead was used but failure to sense was observed with the lead. The lead was able to pace. The lead was not implanted and a new one was used.